Manufacturer narrative:
A medtronic representative went to the site to test the equipment. The rep confirmed that the detector panel orientation was prepared for use incorrectly 180 degrees. The rep corrected and aligned the panel orientation. The rep confirmed a probe position accuracy with sawbone model. Several test spins were completed on each side to verify accuracy of the system. A system checkout showed that the device was fully functional.

Event description:
A medtronic representative reported that during a spine surgery, the 3d image orientation was backwards and upside down on the imaging system. The site staff had entered the correct patient orientation on the pendant. When they transferred the image to the navigation system, it still had the incorrect orientation. Navigation and imaging were discontinued. The surgeon continued the surgery with a c-arm and successfully placed all 4 screws. There was no impact to the outcome of the patient.